Event description:
It was reported that double counting of r waves was observed. During device change out, the pace/sense portion of the lead was capped. The defib portion remains active. Patients condition after the event was good.

Manufacturer narrative:
.